Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked. At the end of a methotrexate sodium (20,000mg) infusion, "the nurse noticed a couple of yellow drops of liquid on the IV pole shelf that the baxter pumps sits on, then saw a yellow drip at the bottom of the drip chamber where the tubing attaches to the drip chamber". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.